Event description:
The patient was reportedly experiencing intermittencies and loss of sound. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted.